Manufacturer narrative:
One single-use device was received for evaluation. Visual inspection revealed that the stressmember flange located at the upper area of the device was observed to be rotatable/loose. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the port of a small volume folfusor was loose. The reporter stated that the port and the connecting elastomeric reservoir (balloon) were freely-rotatable and loose. This was noted prior to patient use. There was no patient involvement. No additional information is available.